Event description:
Csi-coronary orbital arthrectomy catheter attempted to be utilized and was not as loud when used. Staff identified that the device sounded different than usual while testing prior entering the body. A new catheter was opened and when used made the normal loud sound and worked appropriately.